Event description:
On (B)(6), 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately high and erratic. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about a week prior to contacting lfs. The patient reported blood glucose results of ¿261, 299 and 252 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <=20% and/ or <=20 mg/dl. The patient does not take medications to manage her diabetes. It is not known if the patient made changes to her usual management routine. After the start of the alleged issue, the patient claimed she felt symptoms of shaky and sweaty. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.